Manufacturer narrative:
.

Event description:
Updated information: it was reported that a revision was performed due to disassociation of the patella.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The associated patellar was returned and evaluated. The following analysis was performed by our research department: inspection of the backside of the patellar component revealed bone cement adhered to the cement pocket. This cement appeared well-fixed and did not dissociate with the application of manual force. The single central peg appeared intact. It did not exhibit significant damage or deformation, based on visual inspection. The articulating surface of the component had minor burnishing, which was likely caused by normal function in vivo. No material or manufacturing deviations were identified which could have contributed to the dissociation of the patellar component. Based on the analysis conducted, the exact cause of the reported dissociation was not able to be determined. A review of manufacturing records did not reveal any abnormalities that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was required due to patella disassociation.